Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber ruptured. Additionally, the laser puts itself in standby mode. The procedure was completed with another of the same device without patient complications.